Event description:
Customer reports that the patient presented with a wound dehiscence approximately two weeks following surgery. Patient was returned for resuture.

Manufacturer narrative:
Date sent to the FDA: 08/21/2008. Wound dehiscence occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.